Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-oct-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The current black box showed the user had three basal programs running with different segments, amounts, and units per hour. During testing the pump was run on the user's basal program for a minimum of 24 hours and no missing or empty records were duplicated. The alleged history/settings issue was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the basal history was incorrect when compared to the active basal program. This complaint is being reported as the alleged issue might cause the patient to treat off of inaccurate information. There was no allegation of an adverse event associated with this complaint.